Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's display was harder to read and pumpm screen had been dimming lately even when battery was fully making. Pump rewind louder than before and buttons was beginning to fade and scratches on pump and insulin pump battery life was down no harm requiring medical intervention was reported. The customer will continue use of the device.